Manufacturer narrative:
A review of the device history record was completed. All inspections were in compliance with requirements. Investigation: review of retention lot samples: five retention lot samples were examined/tested and no product issues were observed during this clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. Conclusion: a total of five retention lot samples were returned from the manufacturing (broken bow) site for investigation purposes. All five retention lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the five retention lot tubes returned from the manufacturing site prior to sample collection. No difficulties were encountered during sample collection and all retention and control lot tubes appeared to exhibit proper fill with potassium chloride (kcl) solution. There was no evidence of broken glass in any of the five retention or control lot samples following centrifugation. All five retention lot tubes performed as expected and no product issues were observed during the clinical investigation. This complaint is not confirmed with regards to glass breakage during centrifugation. UDI#: (B)(4).

Event description:
It was reported that a bd vacutainer® glass cpt molecular diagnostics tube broke during centrifuge. There was no report of injury or medical intervention.